Event description:
Event description boston scientific received information that this transvenous atrial pacing lead broke during explant. The patient had an infected pocket. The physician tried pulling on the atrial lead to remove it, but the lead broke. The device and right ventricular lead remained implanted until a lead extraction could be performed. There were no adverse patient effects.